Event description:
It has been reported to co that during pre-dilatation the balloon of this device rutpured while being used with a competitors stent. The pt is reported as fine. The device is not being returned for co's analysis.